Event description:
It was reported that in 2004, the catheter fractured, resulting in revision. The patient suffered from a return of pain until the revision. No complications were reported.

Manufacturer narrative:
Results: catheter.